Manufacturer narrative:
Unit had unresponsive escape and act buttons due to corroded keypad traces. Unable to perform any test or verify excessive "no delivery" alarm due to unresponsive buttons. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was unknown. Customer also reported to have received a low reservoir alert. Customer was not able to change empty reservoir due to keypad anomaly. Customer reported that the act and esc buttons were not responding and the back light button was not turning off. Customer was advised that insulin pump would need to be replaced.